Event description:
The pump was replaced to avoid in-vivo battery depletion. During the pump replacement, the physician was unable to aspirate csf at the pocket incision. He opened the back incision and he cut the catheter. He was able to get csf backflow. He decided to replace the entire catheter rather than splicing. There was reported to be no pt injury. The pt was getting relief prior to the replacement, and refills were going fine according to the pt. The device system was used to deliver morphine sulfate and bupivacaine.

Manufacturer narrative:
(B) (4). The pump and catheter have been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.